Manufacturer narrative:
The device was returned for evaluation and verified the device was out of specification due to being overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was confirmed. The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the c2602 cusa excel 36khz straight handpiece had a problem with the amplitude that did not pass the test on (B)(6) 2019. There was no patient contact or injury. Additional information was received on (B)(6) 2019 indicating that the patient was prepped for surgery and there was a surgery delay of 40 minutes because the device gave an vibration alert, so they had to change the tip 3 times and it kept giving an error. They then changed the handpiece.